Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process damaging the anastomosis. The surgeon applied a side biter clamp, used four repair stitches to repair the tear and completed the procedure with the clamp on. No additional pt complications were reported.